Event description:
During review of the in-house programming/diagnostic history database, it was observed that on office visit on (B)(6) 2005 the patient's settings found were indicative of a faulted diagnostic test; however, there was no history available prior to this date. The settings were corrected on (B)(6) 2005. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.